Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device intermittently fails the pads test during operational testing. The biomed has replaced the therapy cable already but the intermittent issue remains. No patient involvement.